Event description:
It was reported that fluid was found in the pump pocket when the patient came in for a scheduled medication refill. The patient had a sensation of traction near the point of the catheter insertion, and experienced a low therapy efficacy in his body. The physician suspected a cerebrospinal fluid (csf). The fluid was not tested for csf. The physician did a revision and noted misalignment between the catheter and the catheter access port (cap). The pump logs were checked and an echography was done. The patient¿s outcome was listed as ¿alive with injury.¿ there was no drug reservoir volume discrepancy noted. The patient had increased spasticity in her legs. The proximal end of the catheter was replaced and the connection was ¿ok.¿ as of (B)(6) 2013, the patient was reported as ¿fine¿ and receiving effective therapy. The drug in the pump was lioresal at 75mcg/day

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2013; product type catheter. (B)(4).